Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's battery charger/modem was not functioning properly. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to charge a battery. The cause for the failure was isolated to a shorted q1 current controlling transistor and shorted c25 capacitor on the bedside board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.